Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin (2gm, once in a week ,intraperitoneally, discontinued after 12 days) and ceftazidime injection (1gm, once a day, intraperitoneally, discontinued after 12 days) for peritonitis. At the time of this report, the patient had recovered from cloudy pd effluent and peritonitis. Pd therapy was ongoing. No additional information was available at the time of this report.